Manufacturer narrative:
Examination of the returned components revealed no defects. The device was measured and the size was confirmed. The reason for device removal post-procedure is unk.

Event description:
The device was implanted then removed due to post-procedural complications. No add'l info has been received.